Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. The initial failure of the device was alleged as cracked/peeling insulation at shaft, but upon further investigation it was confirmed that the actual failure was scratches on insulation. The confirmed failure mode still constitutes a breach in insulation. Probable root cause: poor autoclave reliability, incorrect sterilization/reprocessing procedure, handling procedures, contact forces, product used beyond defined useful life. The device manufacturer date is not known. (B)(4).

Event description:
It was reported that the insulation had been compromised.